Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii device was used during an anterior/apical prolapse repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014 the patient developed a urinary tract infection of moderate severity. On (B)(6) 2014, the subject was prescribed macrobid to treat the uti. The event is currently resolving. Additional information received on june 9, 2014: the urinary tract infection resolved on (B)(6) 2014. Additional information received on june 12, 2014: an uphold lite vaginal support system (MFR report# 3005099803-2014-02523) was implanted concomitantly with the obtryx ii device on (B)(6) 2014. On (B)(6) 2014, the patient was seen by the physician and reported new onset severe right-sided low back pain since that morning. She also reported mild pelvic discomfort and vaginal discharge as well as pressure with voiding but no dysuria or difficulty emptying bladder.

Event description:
It was reported to boston scientific corporation that an obtryx ii device was used during a anterior/apical prolapse repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014 the patient developed a urinary tract infection of moderate severity. On (B)(6) 2014, the subject was prescribed macrobid to treat the uti. The event is currently resolving.